Manufacturer narrative:
The reporter's meter and test strips of lot 60942022 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 9:45 am, the result from the meter was 7.6 inr. At about 2 pm, the result from the laboratory using an unknown reagent was 4.7 inr. The patient believed the tests were performed within four hours. The patient held the coumadin dose on the same day and the next day. She had been told to eat greens so she ate a big salad for dinner. The therapeutic range was 2.0-3.0 inr and she tests once a week.

Manufacturer narrative:
Medwatch fields d4 - lot no and d4 - expiration date were updated. The customer's alleged result of 7.6 inr on (B)(6) 2022 was observed in the meter's patient result memory on (B)(6) 2022. The customer's alleged result of 5.7 inr on (B)(6) 2022 was observed in the meter's patient result memory on (B)(6) 2022.